Manufacturer narrative:
Concomitant medical products: product ID :3389s-40, lot#: va25qsw, product type: lead. Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller said the patient had a dbs surgery, so they turned off the device on (B)(6) 2020 and the caller kept their other device off because the patient was readmitted to the hospital on (B)(6) 2020.